Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin therapy, customer also has backup insulin therapy if needed. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.